Manufacturer narrative:
The insulin pump was received with a47 alarms in the alarm history file due to corrupted history files. The insulin pump passed displacement test, self test, and a21 error test. No a21 alarm and no a17 alarm noted. The insulin pump has cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was alarming communication failure. Alarm history was checked and the device had multiple displayable history crc check failed on startup, unexpected restart, and external ram crc error alarms. Customer stated the device hadn't been used as he was hospitalized. Customer's blood glucose was 120 mg/dl. Troubleshooting was performed and it was determined the device needed to be replaced due to multiple displayable history crc check failed on startup alarms. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.